Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with heavy calcification and mild tortuosity. The 2.5x38 mm xience skypoint stent delivery system (sds) failed to deploy the stent due to the severe calcification of the vessel. The balloon was inflated fully; however, the stent could not be deployed and was removed on the delivery system. Another xience skypoint stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the severely calcified lesion during deployment of the stent, causing the reported activation failure; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.